Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that after approximately 10 days in use, the tube flange was found ripping. The patient's parents also reported that the tube material was observed coming away from the tube shaft. The tube was therefore exchanged with a new one. No further adverse effects reported.